Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.